Event description:
The customer stated he was hospitalized for high blood glucose. The customer reported a blood glucose reading of 225 mg/dl during the phone call. Troubleshooting was performed and the customer stated that no insulin exited during the prime test. The customer did not have the tubing clamp to perform the high pressure test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specified range during the occlusion tests due to moisture damage found in the force sensor. The insulin pump passed the basic occlusion, prime, displacement and excessive no delivery alarm tests.